Event description:
According to the rptr: procedure: burch. The pt underwent surgery in 2001 at the age of 44 years. The protack 5mm device was used during the procedure. The pt reportedly developed a fistula and was treated post-op for the issue. One tack had migrated to the bladder causing the fistula. The pt is fine and no further info has been provided.